Manufacturer narrative:
Concomitant medical product: product ID: product ID: product ID: 37714, product type: pain stim ipg, implant date : (B)(6) 2013; product ID: 3778-60, product type: pain stim lead, implant date: (B)(6) 2013;product ID: 3778-60, product type: pain stim lead, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when programmed for magnetic resonance imaging (MRI) the patient had a "block" and "didn't do well". The physician "didn't like the reading" exhibited by the implantable pulse generator (ipg). The ipg was reprogrammed to normal settings and remains in use. No further patient complications have been reported as a result of this event.